Event description:
The customer reported via phone call that they have been experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. The customer declined to troubleshoot for their high blood glucose. Customer was also assisted with changing their carbohydrate ratio. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.